Event description:
Dr (B) (6) reported that two of her pts experienced adverse events after grafting with calcium sulfate. She was actively following up on the pts for the adverse events when she rec'd the calcium sulfate recall notice. Dr (B) (6) reported that one pt had the graft fall off, and one pt needed the graft removed due to pain. Both pts experienced tissue inflammation, infection and pain. Both pts were placed on antibiotics prophylactically prior to surgery. Dr (B) (6) reported that she has used similar products before without any problems. Dr (B) (6) prepared the calcium sulfate grafting material by mixing with bone and using the fast set solution. She also sprinkled some calcium sulfate powder on the sutures and applied the fast set solution over the calcium sulfate to set the material. Both pts required treatment with antibiotics. Dr (B) (6) noted that both pts are progressing.

Manufacturer narrative:
Report of infection was in response to recall communication. The recall has been initiated for an issue relating to the sterility of the fast set solution included in the calcium sulfate kit. The fast set solution is used to help the calcium sulfate product set. Confirmed clinician used the fast set solution in preparation of the calcium sulfate hemihydrate material.

Event description:
Dr (B) (6) reported that two of her pts experienced adverse events after grafting with calcium sulfate. She was actively following up on the pts for the adverse events when she rec'd the calcium sulfate recall notice. Dr (B) (6) reported that one pt had the graft fall off and one pt needed the graft removed due to pain. Both pts experienced tissue inflammation, infection and pain. Both pts were placed on antibiotics prophylactically prior to surgery. Dr (B) (6) reported that she has used similar products before without any problems. Dr (B) (6) prepared the calcium sulfate grafting material by mixing with bone and using the fast set solution. She also sprinkled some calcium sulfate powder on the sutures and applied the fast set solution over the calcium sulfate to set the material. Both pts required treatment with antibiotics. Dr (B) (6) noted that both pts are progressing.

Manufacturer narrative:
Report of infection was in response to recall communication. The recall has been initiated for an issue relating to the sterility of the fast set solution included in the calcium sulfate kit. The fast set solution is used to help the calcium sulfate product set. Confirmed clinician used the fast set solution in preparation of the calcium sulfate hemihydrate material.